Manufacturer narrative:
Product ID 3587a, lot# l70167, implanted: 2000 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had her battery removed a year ago september, because the new device that had replaced her previous device was too large and was causing problems. It was noted the leads were left in. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.